Event description:
The field service engineer on behalf of the customer reported, the forceps elevator of the evis exera ii duodenovideoscope exhibited no movement. The device was returned and an inspection revealed foreign material in the forceps elevator. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The knob wire (k-wire) was completely cut off. Due to cut on k-wire, forceps raising angle does not meet the standard value. Scratches were found throughout the device. The adhesive on the bending section cover was detached. The connecting tube had a wrinkle. Suction cylinder and forceps channel port was shaved. Angulation was lower than the standard value and play was out of normal state. Due to damage on charge coupled device (ccd) unit, the image had black dots. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being submitted for additional information provided by customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reporter, the issue "forceps elevator had no movement" occurred during reprocessing. There was no procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified. Although the cause could not be specified, it is likely that reprocessing steps were not fully performed at the user facility due to the device nonconformities found during reprocessing. It is also likely foreign material remained at/around the forceps elevator as the user did not have a cleaning brush for the forceps elevator and did not brush the elevator. The event can be prevented by following the IFU which state: if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.